Event description:
Notified of this "blood leak" of the dialyzer; leak was internal as verified with the customer. Blood was seen in the dialysate and the dialysis was stopped immediately, ebl reported as 30 cc. There was no adverse effects to the pt and no medical intervention was required, as a result of the leak. 4/5/99- MDR determination made and malfunction filed due to blood loss reported.